Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. The lens was cleaned with klrp for further evaluation. A dimensional inspection was conducted. The lens met specifications per the approved (plan view) template. No haptic or optic damage was observed. Associated products were not provided. It is unknown if qualified products were used. The company model is only qualified for use in the company specified cartridges. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that a lens was defective.